Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an acj and asad cuff repair surgery the hood of the device bent upon moving up into the acj. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-8500fot, burr, oval, flushcut, 12 flute, 5.0 mm x 13 cm, batch number 15163442 was received for investigation. Upon visual inspection, it was noted that the geometry of the hood was warped. Functional testing could not be performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.